Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Unable to perform the displacement and self test or verify missing segment due to physical damaged to lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damaged. The customer¿s blood glucose was unknown. Customer stated they dropped insulin pump and the display was not working properly. Customer stated that they cannot really see the screen and screen had black line through out the screen and doesn't show the numbers or anything. Customer reports the drive support cap appears normal. Advised customer to performed self test which was completed. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The devise will be returned for analysis.